Manufacturer narrative:
The koh colpotomizer system was used in tandem with a robotic surgical system. The koh colpotomizer system has not been indicated for use with a robotic surgical system. In keeping with good medical practice, it is the responsibility of the physician to ensure all non-implantable devices are removed from the pt.